Event description:
The pt's head was placed in pins (mayfield head positioner) for the procedure. One of the pins slipped which caused a laceration on the pt. Scalp. The attending was present for this. The pt was turned and the laceration was irrigated with normal saline and stapled closed. The procedure did continue. The portion of the c-clamp that slipped was removed from service and sent out for repair. Left scalp pin laceration, repaired with staples.